Manufacturer narrative:
On (B)(4) 2013, file sample syringes were sent to (B)(4) labs for sterility, pantoea screening, and gram-negative, bile tolerant microorganisms.

Event description:
A 7 patients experienced riggers, chills and fever after the port was entered with a 0.9% sodium chloride flush syringe 10ml/12ml and IV start. The infected patient's blood was cultured. On (B)(6) 2012, seven patients experienced sepsis after being treated with a 0.9% sodium chloride flush syringe 10ml/12ml and IV start.